Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer had high blood glucose but after noticing the hyperglycemia the insulin pump received a blank display and shut off completely. The customer later ended up in the hospital for high blood glucose and diabetic ketoacidosis, and the customer is unsure of how long the insulin pump was off and not delivering. The caller did not have the pump with them at the moment so troubleshooting could not be initiated. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.